Manufacturer narrative:
H2. Additional information: a review of the device history record (DHR) was conducted for serial number (B)(4) which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. H11. Corrected data in sections b5 describe event or problem and h3 device evaluation by manufacturer / h10 additional manufacturer narrative of the initial report, the fse dispatched date stated 05-feb-2018. The corrected date is 29-jan-2018. In section h.10/ h.3. Device evaluation by manufacturer, the initial report stated: the g8 instrument was installed at the facility on 17-jan-2018. A complaint history review and service history review for similar complaints were performed for serial number (B)(4) from 17-jan-2018 through aware date 29-jan-2018. There were no similar complaints identified during the searched period. The correction is: the aia-900 instrument was installed at the facility on 25-jan-2018. A complaint history review and service history review for similar complaints were performed for serial number (B)(4) from 25-jan-2018 through aware date 29-jan-2018. There were no similar complaints identified during the searched period.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse verified the sample nozzle bottom were within parameters, completed and verified the liquid level sense test, verified all position volumes are within specification. The aia-900 instrument was functioning as intended and the error cleared. No further action required from field service. The g8 instrument was installed at the facility on (B)(6) 2018. A complaint history review and service history review for similar complaints were performed for serial number (B)(6) 2018 from (B)(6) 2018 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual, under section 12: flags and error messages, indicate that ss flag is stop sampling and is generated when measurement cannot take place because the quantity of the specimen is insufficient. The solution is for the customer is to contact tosoh local representatives and check s120 and pm120 for a possible malfunction. The most probable cause of the issue is due to the liquid level sensor needed to be adjusted.

Event description:
On (B)(6) 2018, a customer reported getting ss (stop sampling) flag on the aia-900 instrument. The customer is unable to run patient samples for estradiol (e2), follicle stimulating hormone (fsh), and intact parathyroid hormone (ipth). On (B)(6) 2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of e2, fsh, and ipth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
This follow-up #2 is for a correction in the previously submitted follow-up #1 where the dates in these sections were incorrect. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number: e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Correction data: date rec¿d by MFR. For corrected data, please refer to previously submitted follow-up reports: follow-up #2 date uf/importer became aware of event (dd-mmm-yyyy) 20-sep-2018. Date received by manufacturer (dd-mmm-yyyy) 20-sep-2018.